Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old female on impella cp for mechanical circulatory support. While on support minor kinking in distal sheath was noted. The impella cp device was still able to be advanced with no issues. The device was slow weaned and the patient is in stable condition.